Event description:
The 2m bbraun dialysis machine screen went gray after start of treatment. Unable to access any buttons on screen, which resulted in not being able to return blood to patient as alarming would not be able to be identified by source. Floor nurse, nephrologist, and hospitalist informed of event.